Event description:
Globus was notified that a revision surgery was necessary to replace rods and locking caps. It was reported the revision surgery was necessary because final tightening never occurred to secure the construct initially. This caused the rod to slide below s1. Revision surgery took place (B)(6) 2013. It was reported all original screws remained in patient, and surgeon put in new rods and locking caps. The rod is not available for eval. Pt is reported to be doing well after the surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval. No part numbers were provided or available. Based on visual evidence from the lateral fluoro provided, at least one locking cap was left loose or insufficiently tightened. It may be that other locking caps were only provisionally tightened and were not secured in place by final tightening, allowing the rod to slip/migrate. If add'l info is obtained, a supplemental report will be filed.